Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not be reimplanted. The company was informed that the device will not return for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. In (B)(6) 2018, the recipient underwent conservative treatment. The infection resolved, however, it recurred and wound debridement with skin flap repair was performed on (B)(6) 2018. In (B)(6) 2019, the infection recurred once again and device extrusion was noted. Conservative treatment with wound suturing was completed, however, the infection did not resolve. The recipient's device was explanted. The surgeon noted biofilms along the implant, electrode lead, and mastoid area. The recipient's infection resolved.

Manufacturer narrative:
The recipient reportedly recovered following explant surgery.